Event description:
It was reported the customer was hospitalized for high blood glucose and dka. The blood glucose reading at the time of admittance was 500 mg/dl. (B)(6) stated that she believes that there is something wrong with the infusion sets. Customer had nausea, and vomiting prior to hospitalization. Troubleshoot the insulin pump and it appears that the settings are correct. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.